Event description:
It was reported that the device tip broke off and was retrieved from the patient through an unspecified medical intervention during a therapeutic hysterectomy and bilateral salpingo-oophorectomy with sentinel lymph node biopsy. The procedure was completed using a different device, and there was no further patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.